Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Subsequently, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 130 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified in the pump logs; however, no failure was identified. Additionally, the alleged load fill tubing issue could not be verified.